Manufacturer narrative:
Additional information: review of the submitted system controller log file confirmed the report of increased pump power and flow values as well as a transient low speed event on (B)(6) 2016. However, a specific cause for these events could not be conclusively determined. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient no longer has elevated pump power values and is expected to be listed for a heart transplant soon.

Manufacturer narrative:
(B)(4). Approximate age of device - 5 days. The patient remains ongoing on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient has had ongoing transient, elevated pump powers and estimated flows. Review of the system controller history found a low speed operation had occurred on (B)(6) 2016. The patient was asymptomatic. A system controller log file was provided to the manufacturer's technical services representative for review. It was observed that on (B)(6) 2016, post-operative day 5, some pump power elevations started to occur. One speed drop event was also captured. No additional information has been provided.